Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). Th patient stated that the recharging issue was due to a short in the recharger cable. The patient was sent a replacement recharger and the replacement recharger resolved their issue with not being able to charge their implantable neurostimulator (ins) which was also confirmed with a physician/account. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) regarding an external device. The caller states the patient's controller is showing messages indicating that the patient needs to reconnect the recharger (rtm). This occurs whenever the patient moves while they are charging and appears to be interrupting the charging process. Technical services (tss) asked and the rep confirmed that the connection between the rtm seems good and doesn't seem loose. After troubleshooting with other devices, it was confirmed that there was a short in the rtm cable. A replacement rtm was sent to the pt. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt has been having pain at the implant site for the last 3-4 weeks, and also for that timespan they have had trouble recharging, where the pt will move the smallest bit and will lost connection. They said rtm feels tight when plugged into controller and they don't think its heating up. I asked if the pt has had any falls and they said no. I asked if there is redness or swelling at implant site and they said no but says "there is a small bump next to the implant". Caller says that the pt feels stimulation and says "everything else is working its just his behind and the implant that hurt". The patient was redirected to their healthcare provider to further address the issue. I redirected to hcp, and caller says they are going to hcp today to have implant checked. They said they called rep today but they are busy and cant be at the appointment. I advised they call hcp to see if a differe nt rep is available to help if needed. Redirected caller: patient's hcp

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.